Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the guidewire lumen of a 6mm x 80mm smart control vascular self-expanding stent (ses) delivery system fell out after removing the device from the package and the device could not be used. A 6mm x 80mm non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a lower limb stenting procedure. The device was stored per the instructions for use (IFU). There was no damage to the device packaging prior to use. There was no difficulty removing the device from its packaging prior to observing the separation. The device will be returned for evaluation. A non-sterile ¿pkg assy 6x080 smart vas120cm¿ was received for analysis inside of a plastic bag. The device was unpacked to perform the product evaluation. The unit was thoroughly inspected observing that the stent is not presented on the device and was not returned for analysis. The guidewire lumen is separated from the luer hub. The unit presents a kinked condition located approximately 115 cm from the distal tip. However, when reviewing the manage sample image, the damage is not seen. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. The wire lumen presents several kinks located approximately 5, 24, and 115 cm from the distal tip. No other outstanding details were observed. Dimensional analysis was performed to verify the correct ID and od of the wire lumen, measures were taken near the separated area. Dimensional analysis results were found within specification. The separated area was inspected using a vision system to obtain a magnified image observing that the edge of the wire lumen presented evidence of elongations. The elongations found on the plastic material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed. The reported ¿guidewire lumen (inner shaft) separated¿ was noted during device analysis, as separated portion of the inner lumen was returned completely separated from the delivery system. The exact cause cannot be conclusively determined. The remaining portion of the sds was also returned. Dimensional analysis was performed on the od and ID which were both found to be within specification. Magnification inspection of the inner lumen revealed the separated area presented evidence of elongations suggesting the device was induced to forces that exceeded its material yield strength. Based on the information available for review, and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. Procedural factors and handling of the device may have contributed to the events reported; however, cannot be confirmed. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire lumen of a 6mm x 80mm smart control vascular self-expanding stent (ses) delivery system fell out after removing the device from the package and the device could not be used. A 6mm x 80mm non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a lower limb stenting procedure. The device was stored per the instructions for use (IFU). There was no damage to the device packaging prior to use. There was no difficulty removing the device from its packaging prior to observing the separation. The device will be returned for evaluation.